Event description:
Health care professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and weight to the spec. A microscopic analysis was performed which identify three punctured in the radius side. Based on the device analysis the final assessment is three punctured opening in the radius side assessed as surgical damage.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.